Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump alarmed no delivery properly during testing. The insulin pump functioned properly. The insulin pump was received with minor scratches to the display window and a cracked reservoir tube lip. (B)(4). Refer to medwatch # 2032227-2016-43002.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 400 mg/dl at the time of the call. The customer treated with manual injections. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The time and date was correct. The basal rates and bolus wizard were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.